Event description:
Caller reported one pt with both positive and negative urine hcg results on the consult diagnostics hcg dipstick test. One pt had urine hcg test run five times on the consult test with the following results: three negative and two positive results. This pt ran a home pregnancy test about one month prior with positive results. The customer also ran the urine on a competitor test (brand not provided) and it gave a positive result. The pt was confirmed pregnant by ultrasound. No other pt info was provided.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg110328-01, 3miu/ml hcg urine control lot: hcg111009-01, 100miu/ml hcg urine control lot: hcg110307-01, 202.7iu/ml hcg urine control lot: hcg110810-01. Clinical negative urine specimens from 10 different volunteers. Summary of results: the retention strips meet qc specification. Details as below: corrective positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 min read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 min read time when tested with 202.7iu/ml hcg urine control. (N=5). Correct negative results were observed at 3 min read time when tested with 3miu/ml hcg urine control. (N=5). Correct negative results were observed when tested with 10 negative urine samples at 3 mins read time. (N=1 on each sample). No conflicting result was observed. Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Product is expected to be returned and will be tested if/when it is returned. No corrective action is required at this time as no product deficiency was established.